Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log showed the pump module was programmed to run a basic infusion at a rate of 250ml/hr with a vtbi of 250ml at 1:14 pm on (B)(6) 2015; however the infusion was not actually started until 1:24 pm. At 2:01 pm, the device alarmed for air in line and the device was restarted. This occurred twice before the device was channeled off. The volume recorded as being infused during this period was 156.025ml. The starting volume of the fluid container cannot be determined through the device logs. The pump module was received in overall fair condition. Functional testing found the pump module to be delivering fluid within specification. The root cause of an overinfusion was not identified. The primary administration set was not returned for investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that the rn programmed the infusion pump to infuse ns at 250 ml/hour using a 500 ml bag. After 40 minutes, the rn reported the pump alarmed and noticed the entire bag had infused. There was no patient harm reported.